Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: needle & oxidation. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: unknown. Are there photos available for review? Yes, please refer to attached photo. Was the oxidation in form of foreign matter in the needle or only as a change in the color of the needle (black)? Please refer to photo. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2024 and suture has been used. The needle tip was found oxidation and turned black in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete surgery. There is no report on patient's injury. No additional information could be provided.